Event description:
The customer reported via phone call that they received a button error alarm. The customer also stated they attempted to rewind the insulin pump, but the buttons were unresponsive. The customer's blood glucose was 242 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the escape button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.